Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac vein. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was in good condition.